Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Date of event is estimated during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Date of implant unknown).

Event description:
It was reported the patient had his scs ipg replaced on (B)(6) 2022 because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.